Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported connector anomaly was not confirmed in the laboratory. Test lead were able to be normally inserted into the header and secured.

Event description:
It was reported that during implant, the physician unable to insert multiple pin-plugs past the set screw in order to secure the plug into place. The device was not implanted. Patients condition was stable post procedure.